Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the indigo system aspiration catheter 6 (cat6) was kinked upon removal from the packaging. The damage to the cat6 was found prior to use. Therefore, the cat6 was not used in the procedure. The procedure was completed using a new cat6.

Manufacturer narrative:
Results: the returned cat6 was kinked approximately 43.0 cm and 129.0 cm from the hub. Conclusion: evaluation of the returned cat6 confirmed kinks on the device. If the cat6 is forcefully removed from its packaging at extreme angles or otherwise mishandled during preparation, the cat6 may become kinked. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.